Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock last year due to noise that was being oversensed. The patient does not recall ever receiving a shock and due to the time elapsed the patient cannot attribute the episode to any specific activity. Isometrics was performed and the noise could be re-produced with muscle tension. No re-programming of the vector was performed because the oversensing of noise was least pronounced in the primary vector. Technical services was contacted regarding troubleshooting recommendations. The physician would like to discuss possible optimization options. At this time, the system remains in service. No adverse patient effects were reported.